Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The customer is concerned with results obtained of fasting 255, 176, 202 and 300 mg/dl (unknown if fasting). The expected fasting blood glucose test result range is 140 to 160 mg/dl. The customer did report symptoms of feeling sick. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the kitchen. During the call on (B)(6) 2018, back to back blood test was not performed. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is last week. The meter memory was reviewed for previous test result history: result 1 :255 mg/dl, date:(B)(6) 2018, time:2:47pm, fasting; result 2 :165 mg/dl, date:(B)(6) 2018, time:2:15pm, fasting; result 3 :166 mg/dl, date:(B)(6) 2018, time:4:00pm, fasting; result 4 :176 mg/dl, date:(B)(6) 2018, time:1:19pm, fasting; result 5 :139 mg/dl, date:(B)(6) 2018, time:5:45pm, fasting. Customer states that his meter is reading high. His results should not be higher than 140-160 mg/dl fasting. Customer is concerned that the meter is giving high results when there have been no changes to his routine. Six to eight months ago, customer felt sick and checked his blood sugar and results were over 300 mg/dl , he went to the ER, however customer states that he did not stay . They were taking too long. Customer does not have symptoms of high or low blood sugar at the time of call.